Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis results revealed no anomalies found.

Event description:
The patient reported that the device malfunctioned. The device was explanted and upgraded to a biventricular device. Follow up information also reported that the patient developed atrioventricular block and that there was intermittent capture on the right ventricular lead. A new right ventricular lead was implanted. No patient complications have been reported as a result of this event.